Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2018 MRI compatibility guidelines were being requested as the patient was in the hospital and they wanted to do an MRI due to the patient¿s altered mental status. The symptoms had come on suddenly 1-2 days prior. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s pump managing physician who reported that the cause for the patient¿s altered mental status was unknown as they were unaware of the patient¿s altered mental status. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.